Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "user reports false negatives."

Event description:
It was reported that while using bd bactec¿ fx40 instrument false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " user reports false negatives."

Manufacturer narrative:
Investigation summary: a failure was reported on a bd bactec fx40 (p/n 442296, s/n (B)(6). Customer reported false negatives on their instrument. Bd remote assistance worked with the customer and discovered there were various bad handling practices being performed while handling these samples. Future sample handling trainings were arranged. The root cause was determined to be workflow related. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed one previous complaints related to false negative results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.